Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by cts, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.